Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval pvs25 was implanted and explanted on (B)(6) 2018. The valve was replaced with another perceval of the same size.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The manufacturer was unable to obtain additional information about this event. Based on the document review performed, no manufacturing deficiencies were identified. As no additional information was received, the root cause of this event cannot be determined. The relationship of the event to the device cannot be confirmed.